Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to g3 of the initial medwatch. The aware date should be 18-apr-2023. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified. Therefore, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing.. The suggested event is detectable and preventable by handling the device in accordance with the following IFU. Instruction manual tjf-q190v operation manual 3.3 inspection of the endoscope shows how to detect the event. Instruction manual tjf-q190v reprocessing manual 5.5 manually cleaning the endoscope and accessories shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the evis exera iii duodenovideoscope was clogged. The issue was found during reprocessing. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the complaint was confirmed and the suction channel was clogged with an organic material likely from a patient's body. The report is being submitted due to foreign material in the scope found during evaluation.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the bending section cover adhesive was separated. This event is under investigation. A supplemental report will be submitted upon receiving additional information.